Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a foreign manufacturer representative (rep) via a manufacturer representative (rep) regarding a patient who was receiving morphine (10 mg/ml at a dose of 10.4 mg/day) via an implantable pump for an unknown indication for use (IFU). Beginning on (B)(6) 2016, the pump began intermittent and repeated motor stalls and recoveries. A "stopped pump may exceed tube set" message occurred once. Logs indicate the pump stalled on (B)(6) 2016 at 11:55 and did not recover. There were no electromagnetic interference (emi) sources identified as a root cause. The event was identified by checking logs. The pump remained implanted, but was out of service. Surgical intervention was planned, but was not scheduled. There were no patient symptoms reported additional information has been requested regarding diagnostics performed, actions/interventions, IFU, and patient outcome, but it was not available at the time of this report.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported that the motor stall was confirmed via logs and an audible alarm. The first motor stall was cleared by the pump itself, but repeated motor stalls occurred. The stalls occurred under "normal" conditions of daily life. The patient diagnosis for use was pain. On (B)(6) 2016, information reported the pump was explanted "last week" and the patient was doing well.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4).